Event description:
Reportedly, during a regular follow-up performed on (B)(6) 2013, the programmer user interface froze during the reading of diagnosis data. Two different programmers were used and the same behavior was observed. An explantation is requested.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Method: the programmer files were reviewed. (B)(4). Conclusion: the reported programmers' freezes resulted from the combination of performances of the process used to display the arrhythmia and therapy history and the huge size of the arrhythmia and therapy history memory for the subject device. Displaying such a long arrhythmia and therapy history could require several minutes, during which the application seems frozen. The user was not able to execute any action during this time. Since the arrhythmia and therapy history cannot be reset, it should be noted that the same behavior may be observed during future follow-ups. It is recommended to wait for the complete display of the arrhythmia and therapy history report, before selecting any other feature / action on the graphical user interface.